Event description:
The patient had passed away in 2014. No cause of death was provided. An internal database review of settings revealed that the patient's generator was programmed on at therapeutic settings as of 12/03/2013. Diagnostics indicate that the device was functioning at this time. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. No additional relevant information has been received regarding the patient's passing.